Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and no anomaly was found. The root cause of the extended charge time was undetermined.

Event description:
It was reported that when the device was interrogated prior to implant, slow charge time was noted. Device was not used.